Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the device did not detect the olympus 190 series endoscope due to a failure of the output socket. Based on the information below, it is possible that the endoscope could not be detected because the output socket was worn over a long period of repeated use. -olympus australia & new zealand (oaz) inspected the device, reproduced the phenomenon reported by the user facility and found the failure of the output socket. -more than 7 years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: dust had accumulated on the unit inside the device. The output socket needs to be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the connection error occurred when connecting an olympus 190 series endoscope to the output socket of the device. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the output socket did not detect the connected endoscope.